Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, high short interval counts (sic), and suspected fracture. The rv lead was inactivated, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis of the device memory indicated the right ventricular lead integrity alert, and analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, beginning (B)(6)2015, 4241 ventricular sensing integrity counts; high rate nonsustained and ventricular tachycardia (vt) non sustained episodes with evidence of lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 817 ohms and returned to its trend in the 300-400 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non sustained episodes and sensing integrity counter greater than or equal to 30 in 3 days.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).